Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer had been hard to pull all the way, and it felt like it was jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device matrix drawer was hard to pull all the way. The field service engineer (fse) found that both slide rails on main matrix drawer 2 were damaged, causing the drawer to be difficult to pull out. The fse replaced both sets of rails and tested the drawer in diagnostics, which passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer had been hard to pull all the way, and it felt like it was jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.